Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/08/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that the device was prepared before use on the patient. After the treatment began the water temperature kept showing higher than 30 degrees while other data was normal. The surgeon tried to ablate several times, however the CT scan showed there was no change at the lesion. Another actc1525 was used to complete the procedure.